Event description:
Reported suspected false positive sars results. Unknown if suspected false positives were confirmed. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information; unable to determine. Source: email.